Manufacturer narrative:
B3 - date of event is estimated.

Event description:
It was reported the patients pocket site was causing discomfort as the ipg sits perpendicular in-patient anatomy. Surgical intervention was undertaken on (B)(6) 2024 where the battery was repositioned just a little bit lower of the patient's iliac crest. Stimulation was restored following the procedure.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.